Event description:
It was reported that a red alert was recorded due to high pacing impedance out-of-range (oor) of over 2000 ohms on the right ventricular (rv) lead. Technical services (ts) reviewed this case and found as well that the patient's system was having noise on the rv lead, although not oversensed. Ts recommended isometrics, pocket manipulation and impedance sample to determine any issues with the rv lead. Sudden increase spikes of the rv impedance were noticed that resulted in suspected spring contact issues. This patient's pacemaker does not have an enhanced header, but this does not explain the noise experienced. The sales representative performed the recommended troubleshooting and was unable to recreate the oor impedance. Although, there was some slight noise, not marked, when the patient leaned forward to tie his shoes, in addition, the impedance went up from 700 to 1600 ohms and stayed there. Ts discussed that the pattern of noise may be concerning, but no episodes were stored, no inhibition or symptoms were noticed. Ts recommended to perform x-rays to discard any physical damage with this patient's products and reprogramming the device. Further information was received, latitude alerts and non-physiological signals were updated, the patient will continue to be monitored. No x-rays were performed. This cardiac resynchronization therapy defibrillator remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a red alert was recorded due to high pacing impedance out-of-range (oor) of over 2000 ohms on the right ventricular (rv) lead. Technical services (ts) reviewed this case and found as well that the patient's system was having noise on the rv lead, although not oversensed. Ts recommended isometrics, pocket manipulation and impedance sample to determine any issues with the rv lead. Sudden increase spikes of the rv impedance were noticed that resulted in suspected spring contact issues. This patient's pacemaker does not have an enhanced header, but this does not explain the noise experienced. The sales representative performed the recommended troubleshooting and was unable to recreate the oor impedance. Although, there was some slight noise, not marked, when the patient leaned forward to tie his shoes, in addition, the impedance went up from 700 to 1600 ohms and stayed there. Ts discussed that the pattern of noise may be concerning, but no episodes were stored, no inhibition or symptoms were noticed. Ts recommended to perform x-rays to discard any physical damage with this patient's products and reprogramming the device. Further information was received, latitude alerts and non-physiological signals were updated, the patient will continue to be monitored. No x-rays were performed. This cardiac resynchronization therapy defibrillator remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Corrected field: h3 (impact codes): code "f10 - inadequate/inappropriate treatment or diagnostic exposure" was corrected to "f26 - no health consequences or impact" as the reported noise was never over sensed.

Event description:
It was reported that a red alert was recorded due to high pacing impedance out-of-range (oor) of over 2000 ohms on the right ventricular (rv) lead. Technical services (ts) reviewed this case and found as well that the patient's system was having noise on the rv lead, although not oversensed. Ts recommended isometrics, pocket manipulation and impedance sample to determine any issues with the rv lead. Sudden increase spikes of the rv impedance were noticed that resulted in suspected spring contact issues. This patient's cardiac resynchronization therapy defibrillator (crt-d) does not have an enhanced header, but this does not explain the noise experienced. The sales representative performed the recommended troubleshooting and was unable to recreate the oor impedance. Although, there was some slight noise, not marked, when the patient leaned forward to tie his shoes and impedance went up from 700 to 1600 ohms and stayed there. Ts discussed that the pattern of noise may be concerning, but no episodes were stored, no inhibition or symptoms noticed. It was recommended to perform x-rays to discard any physical damage with this patient's products and reprogramming the device. Latitude alerts and non-physiological signals were updated, and the patient was continued to be monitored. No x-rays were performed. This crt-d remained in service until it was eventually explanted and replaced, because the rv lead was surgically abandoned due to a conductor fracture, and the new rv lead did not fit with this crt-ds header. This crt-d is expected to be returned for analysis and no adverse patient effects were reported.